Manufacturer narrative:
Results: a sample was not returned for evaluation. Returned customer photo showed missing/damage occurring on the hemogard shield. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7012802. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the device, 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure, had a hemogard cap which was short. No medical intervention or injury reported.